Event description:
Arc/spark occurred during use. Actually occurred a few minutes into case. Burn to uterus resulted. No harm to patient since uterus being removed. Tip cover then noted to have holes. Removed and replaced. Machine settings at 38 coag per manufacturer recommendations. Also tip cover inspected prior to application using gage unit and applied as recommended.======================manufacturer response for cover, esu shears, robotic device======================this is 8th event. Conference call ensued. Second one scheduled to talk with robotic tech. Also scheduling engineering company staff person to come an observe future surgery.